Event description:
It was reported that during a follow up, interrogation of the device revealed episodes vf due to noise on the ventricular channel. High, out range pacing lead impedance was also observed. The lead was diagnostically imaged and noted to be normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.